Event description:
Pt complain of to mother that unable to see well with contacts. Upon exam by physician, discovered that incorrect rx dispensed to pt for the contacts. Pt was prescribed contact lens: air optix for astigmatism, od 2.75-0.75x100, os 2.50-0.75x080 18.6. Rx was dispensed from 1-800 contacts as: air optix aqua, od 2.75 8.60 14.2 ndc # (B)(4), os 2.50 8.60 14.2 ndc # (B)(4). Frequency #1 & 2: daily, route #1 & 2: ocular. Dates of use #1 & 2: (B)(6) 2010 to (B)(6) 2011. Diagnosis or reason for use #1 & 2: astigmatism. Event abated after use #1 & 2: yes.